Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is one week from implant date ((B)(6) 2019). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zlb00 +19.0 diopter) was explanted from patient¿s right eye because of patient experiencing intolerance to tmf (tecnis monofocal) technology. Reportedly incision enlargement was performed during the explant procedure. Lens with model pcb00 and same diopter was used as replacement lens for the patient. Patient was doing good at discharge. No further information provided.